Event description:
It was reported that the 24cm sp bayonet 0.7mm tip was discovered to be missing a guide stop screw during an equipment evaluation at the manufacturer. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The device was evaluated and the reported event was confirmed. A definite root cause could not be determined. The device was scrapped at the manufacturer.